Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. A ticket search for the architect prolactin reagent lot 18619ui02 was performed and normal complaint activity was found. A review of tracking and trending for the architect prolactin reagent did not identify any trends for the product for falsely elevated architect prolactin results. Accuracy testing was completed by performing in house testing of panels which mimic patient samples using retained samples of lot 18619ui02; all specifications were met indicating that the lot is performing acceptably. Manufacturing documentation was reviewed and no issues were identified. Additionally, labelling was reviewed and found to adequately address the customer issue. Per product labeling it is recommended that each laboratory establish its own expected ranges, which may be unique to the population it serves, depending on its demographics. Various factors other than disease states have been found to influence prolactin levels. Factors which increase prolactin concentrations include: pregnancy, breast stimulation, stress, coitus, administration of estrogens, progesterone, androgens, some psychotropic and antihypertensive drugs, and thyrotropin-releasing hormone (trh). Also per product labeling, prolactin may exist in alternate structural forms (e.g., macroprolactin) which may exhibit variable levels of physiological activity. In patients with elevated prolactin results, additional information may be required for diagnosis. Because macroprolactin contains some of the epitopes of monomeric prolactin, there can be significant differences between results reported by in vitro prolactin assays that have varying reactivities to macroprolactin. This variable reactivity is also complicated by the molecular heterogeneity of macroprolactin between individual patients. For diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the prolactin results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation, no systemic issue or product deficiency was identified for the architect prolactin reagent, lot number 18619ui02.section d3 email- updated from (B)(6)to (B)(6). Section g1 mfg email- updated from (B)(6) to (B)(6).

Manufacturer narrative:
An evaluation remains in process. A follow-up report will be submitted when the evaluation is complete.this MDR is being submitted to correct section d. Suspect medical device: d4- catalogue no from 07k76-74 to 07k76-77 h3 other text : device evaluation remains in process.

Manufacturer narrative:
Complete information for patient identifier: multiple = (B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow- up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the architect prolactin result was skewed high for samples, that generated normal results on the siemens platform. The following data was provided: number- abbott2, siemens 369- 56.1, 42.69 (31.41%). 409- 46.61, 17.38 (168.18%). 412- 34.29, 26.35 (30.13%). [Reference range: female: abbott: 5.18-26.53; siemens: 2.8-29.2. Unit: ng/ml] there was no reported impact to patient management.

Manufacturer narrative:
This MDR is being submitted to correct section d4. Unique identifier (UDI) # from (B)(4).

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.